Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the or team was experiencing difficulty maintaining co2 during the procedure. Two co2 machines were used. The staff requested the ftc15 trocars to examined for sealing problem. There was no consequence to the pt.